Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rebv0520 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient developed swelling in the arm and extravasation at the puncture site when infusing. A nurse removed the catheter and determined it was caused by fluid leaks, and gave treatment for the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the cause could not be determined from the returned photograph. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed a groshong catheter inserted into a patient¿s arm. A drop of a clear liquid was observed on the catheter and a dark, diagonal line could be seen on the catheter tubing above this drop. This line may indicate damage in the catheter tubing; however, no detail of this damage could be seen in the returned photograph. While the cause of this potential damage in the catheter could not be determined from the returned photograph, possible contributing factors include sharp instrument damage, material fatigue, over-pressurization, and stylet damage. A lot history review (lhr) of rebv0520 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient developed swelling in the arm and extravasation at the puncture site when infusing. A nurse removed the catheter and determined it was caused by fluid leaks, and gave treatment for the patient.